Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device to be without telemetry or output. Device image could not be saved due loss of telemetry. Analysis performed after cut open revealed that telemetry was available and out of range pacing lead impedance on atrial channel for both unipolar and bipolar mode. The cause of the loss of telemetry was undetermined. Further investigation found an anomalous integrated circuit on the hybrid.

Event description:
This report is to advise of an event observed during analysis.